Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod on the arm between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
Device was received fully deployed. Corrosion was visible through the top housing and on the pcb. After pod opening, corrosion was seen on hard cannula, linkage assembly, commutator cap, top ratchet gear retainer pin, mechanism rails, catch beam and bottom battery. The voltage on bottom battery and middle battery measured lower than expected. Therefore, by providing external power to the device, the data from device was able to be downloaded. The data showed no abnormalities. Fluid path test was performed, and fluid initially flowed through the fluid path. A leak test was performed by manually occluding the distal tip of the soft cannula. Upon manually rotating the ratchet gear, fluid was observed to be leaking from an internal tear. The internal tear caused fluid deposition inside the pod leading to corrosion. Fluid leaking from the intended fluid path resulted in improper insulin delivery. A crack was observed in the top housing of the pod. It could not be determined when this crack occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.